Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es displayed ghost pockets, where medications appeared in specific locations within the system but was not physically present. In some cases, medications were present, but nurses were unable to access. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that the device displayed ghost pockets, where medications appeared in specific locations within the system but were not physically present. In some cases, medications were present but inaccessible which affected the dispensing workflow. A technical support specialist confirmed that the customer performed a full inventory of all pockets rather than unloading and reloading them to resolve the issue. The system functioned as intended after the customer resolved the issue.